Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest if the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a knee arthroscopy, the wand malfunctioned. It is unknown how the procedure was completed. The surgery was not delayed. The patient suffered severe burns in the knee and the outcome is unknown. Further information is still unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.